Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized three times in two years due to high blood glucose levels. Customer stated that the most recent emergency room visit was about eight months prior to the call. Blood glucose level at the time of the incident was 300 mg/dl. The customer stated that he had been vomiting and was in a state of diabetic ketoacidosis. Customer reported that the cause of this incident was a bent cannula. The insulin pump was not replaced or returned for analysis.